Manufacturer narrative:
At this time, the lead remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) defibrillation lead exhibited noise on the shock channel. The patient subsequently received inappropriate shocks which led to therapy exhaustion. The lead measurements were checked and noted to be fine. The device was reprogrammed. No further troubleshooting or actions were planned. No adverse patient effects were reported. The lead remains in service.